Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller said that yesterday around 1pm, the patient fell in gym class and said they were feeling a weird buzz, stim was buzzing in a different direction than it normally does. Caller said patient told them instead of stim sensation going up and down, now it's going horizontally, a wider vibration. Caller said this is why they think it may be an issue with the ins. Caller said patient felt the weird buzzing immediately after they'd fallen. Caller said they connected to patient's implant the same evening and they received maximum settings message. Caller said they tried turning the ins off and then on, they tried increasing stim and decreasing stim and when they decreased, they could no longer increase stim. Caller said they continued to get max settings message. Reviewed max settings and redirected to hcp to check circuitry and address message.